Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection noted that the quick connect button was bent. Excess oil was noted at the dumbbell joint. Dripping excess oil was noted at the distal joint. A remnant of a drape switch plug had been left in the drape switch receptacle. There was no customer battery, battery charger or footswitch returned. A functional evaluation was performed with a known good test battery and it revealed that it took the unit approximately 30 seconds to pressurize. Afterwards, the unit would try to re-pressurize with short ¿ticks¿ of pressurization every few seconds. After pressurizing, the unit failed the weight test. The battery was very warm to the touch after the extended pressurization time and short bursts of pressurization. The piston migration was at 2.89 inches, which is indicative of heavy hydraulic fluid loss. The unit would intermittently not pressurize at all and the depleted battery led would flash. The pre-pressure test jig was used to bypass the pcb and the unit would attempt to pressurize as designed. The pcb was defective. Worn seals at the distal and dumbbell joints allowed pneumatic fluid to slowly deplete over time. This increased the time that it took for the unit to pressurize. This increased the time the battery would energize causing the battery to get warmer than normal. The complaint of an overheating battery was confirmed and the root cause is associated with seal failures. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during shoulder surgery, the spider's batteries were overheated. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.